Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the single leaflet device attachment appears to be related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. The implanted clip remains in the antomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which increased the mitral regurgitation to severe. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4 and an anterior leaflet prolapse. The anatomy was challenging due to a thick fossa causing dificulties with the transeptal puncture.there was a lateral jet caused by a prolapse of the anterior leaflet. One clip was implanted with a good grasp, and the mr was reduced to 1. On (B)(6) 2016, it was found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), and the mr returned to 4. The patient will be treated with a second mitraclip procedure which has been planned for (B)(6) 2016. No additional information was provided.